Manufacturer narrative:
No 510k. Similar device reporting. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spinal procedure. It was reported that a 3rd party imaging system was linked with the navigation system. The navigation system could not be selected by "which navigation system to use?" On the 3d acquisition screen of the imaging system, the pull down was not valid. In addition "yes/no" of the 3d navigation next to it was also not valid. When seeing the equipment screen of the navigation system it could be confirmed that the navigation and imaging were connected. The use of navigation was aborted. There was no reported impact to patient outcome and a reported delay of less than one hour.